Manufacturer narrative:
Final analysis confirmed the complaint of no radiofrequency telemetry but the cause could not be determined. A product code was downloaded restoring rf telemetry.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while the pulse generator was still in its packaging the pulse generator could not be interrogated using the radio frequency telemetry. The device was not used.